Event description:
Caller reported that insulin gauge displayed an amount different than expected, with an issue in the fill estimate showing despite corrections. There was no adverse impact to the customer's blood glucose level. The caller declined to load a new cartridge and decided to continue using the current one, with a plan to follow up if necessary.